Manufacturer narrative:
On february 03, 2025, mentor received additional information that provided the identity of the suspect device as a non-mentor implant. The device was a natrelle (allergan) implant. As such no further reporting will take place for this file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. H6 health effect - clinical code e2402: breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor textured gel breast implant prosthesis. Post-operatively, the patient reported being involved in a car crash and had a phone thrown at her chest. She experienced breast pain, pain down her arms, tingling pain in the chest area, and some chest lumps. Mammogram imaging was performed and indicated the implants had detached, were pushing through the muscle, and sticking out at an awkward angle above the muscle causing pain. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.